Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient has alleged passed out and went to the hospital. The patient also alleged bloody nose, sinus infection, strep throat. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.